Event description:
It was reported that the 9900 system steering handle was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering coupler was tightened during the service call. The system was found to be working as intended and put back into service.